Manufacturer narrative:
(B)(4). Retainer ring=clear insulin pump passed self test and displacement test. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump was cracked behind the battery compartment. Customer stated that the moisture inside the display no harm requiring medical intervention was reported. The insulin pump was returned for the analysis.